Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed an error indicating a patient and order interface problem. A technical support specialist (tss) dialed in to the app server and ran the downtime query, which showed disconnected flags on the site carefusion coordination engine (cce). Upon connecting to the cce, it was found that the carefusion cce (med) (cce service) was not running. The tss started the carefusion cce (med) service and restarted the external messaging services (inbound and outbound) on the app server. Message traffic spiked, with over 5,000 messages received from the cce. The messages crossed and drained successfully, eventually reaching zero. The customer was informed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es uah3e2 device displayed a patient and order interface error and entered critical override mode, with patient and order lists not crossing to the station. The customer attempted to reboot the device; however, the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.